Manufacturer narrative:
(B)(4)

Event description:
It was reported during insertion of the intra-aortic balloon (iab) the spring wire guide (swg) could not pass through the catheter, after inserted into the sheath standardly. As a result, the catheter was changed and another attempt at the procedure was made successfully. Patient outcome reported as fine. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab swg insertion difficulty is confirmed. Upon visual inspection, a kink was noted to the central lumen. Upon inserting a guidewire, resistance was experienced at the location of the kink. The root cause of the kink is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported during insertion of the intra-aortic balloon (iab) the spring wire guide (swg) could not pass through the catheter, after inserted into the sheath standardly. As a result, the catheter was changed and another attempt at the procedure was made successfully. Patient outcome reported as fine. There was no report of patient complication or serious injury and death.